Event description:
Boston scientific crm received information that this right atrial (ra) lead is not performing as expected and they want to electrically program around the lead. This atrial lead will be repositioned at a later date and no further information about this lead issue is available at this time. To date, no adverse pt effects were reported. This ra lead remains in service. Boston scientific did not make the event date available.